Manufacturer narrative:
The device was received and visually evaluated. During the evaluation damaged was found to the case nose at the distal end. Side load pressure and friction build up caused the polycarbonate case nose to melt and crack along with the needle bend. It could not be determined if any of the polycarbonate was missing due to extensive damage. The needle break location had a material trail in the direction that downward (laterally loaded) pressure would be applied. Per the information provided, the physician was using a side to side motion. The improper technique was verified during evaluation through the material trail. The physician was not using axial motion and was not letting the device cutting action debride but was exerting force. Due to the nature of the damage functional testing could not be performed. The failure of the device is attributed to improper technique (side load pressure).

Event description:
Per the information provided, during the procedure the doctor noticed a metal piece of the device had broken off and was partially hanging out of the microtip. The needle stayed in the nose cone and did not lodge in the patient. Another microtip was used to complete the procedure. There was no harm or injury to the patient.